Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a superior vena cava (svc) lead impedance warning was triggered for high/undefined impedance on the right ventricular (rv) lead several months ago. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the svc coil and ring were fractured. Reprogramming had been performed to turn the svc coil portion of the lead off and change the pace/sense vector. More than 3 years later, alerts were triggered for short v-v intervals and impedance variation. The pacing impedance was noted to be high/undefined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.